Event description:
It was reported by the patient that their left ventricular lead dislodged and has been turned off. The patient also stated that after this lead was implanted they developed an infection. The lead remains implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 507645 lead 2013 (B)(6); (B)(4) ICD 2013 (B)(6). (B)(4).